Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the display surface of the pump was becoming difficult to see due to the friction. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump p-cap / reservoir locked properly in place. Unit received with severely scratched lcd window. Pump error 4 and pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) and pin 1 trace (vdd) on keypad assembly.